Event description:
It was reported that there was increased rv (right ventricular) defibrillation coil impedance, along with 5 nsvt (non-sustained ventricular tachycardia) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an additional rv debrillation coil impedance alert for increased impedance. An x-ray showed good lead insertion into the device header. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).